Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed signs of dried fluid on bottom cover and the stay safe mount. Upon power up, the cycler touch screen test failed. When powering on the cycler, the front panel touch screen remained dim. It was identified that the cause for the dim screen was due to an internal short on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed at the completion of the investigation. The glucose test failed. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to reporting a dim screen. It was reported the screen has been dim to almost black. A replacement cycler was issued and the patient was advised to discontinue using the machine. It was reported that the patient does not have an alternate method of treatment so they would follow-up with their peritoneal dialysis registered nurse (pdrn). Upon follow-up, the patient stated that the patient did not complete treatment. No patient adverse effects were experienced and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.